Event description:
It was reported when programmer was powered on, it came up with a failure error message. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the programmer booted with a system test failure message. The spacer standoff between the processing unit and an electronics module was broke off and not holding the connection together.